Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker is displaying a longevity estimate that varies from the last follow up visit when no changes were made. Boston scientific technical services (ts) indicated that the battery management tools work on different schedules and may not align. Device remains in use. No adverse patient effects were reported.